Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The customer reported a check supply line alarm and then noticed the floor was wet. The customer reported condition was not confirmed. The results of a sample evaluation did not reveal any manufacturing abnormalities. A batch review was not performed due to unknown lot number. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This report was received from baxter (B)(4). A nurse reported a check supply line alarm occurred during therapy. The patient then noticed that the floor was wet. There was patient involvement, but no patient injury.